Event description:
Within a few days of beginning invisalign aligners, I began to develop blisters on my tongue. After 3 months I had three large painful blisters, which made eating, drinking and swallowing difficult due to the size and pain. On (B)(6) 2013, my orthodontist dr. (B)(6), sent me to an oral surgeon, dr. (B)(6), to determine what the blisters were from. The oral surgeon believed that the blisters were from an allergic reaction to the aligners. After 24 hours of not wearing the aligners, my mouth began to feel better and the blisters began to shrink. Pictures were taken by both dr. (B)(6). I tried to report the problem to align but they would not take my information.